Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004113 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified)." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004113 was manufactured according to the work instruction version 94 packing in the multivac 10, on 31/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified)." And lot 6004113 and 2 complaints have been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, 8 complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the on market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set had blockage at site on 14-jun-2024. No further information available.